Event description:
A nurse discovered the huber needle tubing (the section that is attached to the huber needle) on the floor of pt's room. The detached part was below the 2nd safety clip and the clear tubing was open to the air. The distal end had fallen off and was on the floor. The dressing was completely intact and the needle was still attached to the pt. We believe this may be a faulty device because of the clean break it had near a joined section and the fact that the dressing was not disturbed. The yellow clasp on the extension seemed very tight and may have broken the extension tubing in half. Dates of use: (B)(6) 2014. Diagnosis or reason for use: chronic renal failure.